Event description:
The pt was implanted with two implantable ventricular assist devices (ivad) as a bivad pt. It was reported by the chief balloon tech that the rvad was occasionally losing fill signal. The pt had recovery in the right ventricle and the hospital decided to replace both ivads with the MFR's clinical trial lvad since the pt had right ventricle recovery and no longer need bivad support, but only lvad support.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The explanted device was returned to the MFR, and is currently being analyzed. No further info is available at this time.